Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for 23 patient urine samples using the tpuc3 total protein urine/csf gen.3 (tpuc3) assay on the cobas 8000 c 502 module (c502). Two examples are provided below. Please see the attachment for additional patient results. All results are provided in units of g/l. All results were reported outside of the laboratory. The initial result for patient a was 1.586. The doctor sent the patient to the emergency unit for retesting. The repeat result on another analyzer was 0.099. The initial result for patient b (female, age (B)(6)) was 1.202. The doctor sent the patient to the emergency unit for retesting. The repeat result on another analyzer was 0.067. The laboratory staff performed repeat testing on other patient samples from (B)(6) 2017 after the events with patient a and b, and discovered the additional 21 questionable results. There was no allegation of an adverse event for any of the patients. The tpuc3 reagent lot number is 223039. Expiration date was requested but not provided. Calibration and qc were acceptable on the date of the event. The customer completed a precision check on tpuc3 which was bad. The field service representative inspected the instrument and found a clogged nozzle in the rinse station. He decontaminated the rinse nozzle and acceptable performance was confirmed after service. The specific root cause for this issue was the contamination of the rinse nozzle.